Manufacturer narrative:
Since the ring was discarded and the serial number is unknown, no device investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. It is possible, in agreement with the medical judgment received, that the patient-specific conditions contributed to the event reported. Since, however, no investigation on the device was possible, the root cause remains unknown at this time. Should any further information become available in the future, the manufacturer will provide an update to this reporting activity. H3 other text : device disposed of.

Event description:
The manufacturer received information on this event through the paper "thromboembolic complications of annuloplasty rings" by (B)(6), et al. The publication describes 8 patients presenting with new thromboembolic complications following ring annuloplasty repair, highlighting the variable clinical and imaging presentations of this condition. One of these patients received a memo 3d semirigid annuloplasty ring smd34 in 2015. The patient had recurrent stroke 4 months post op, and the echo showed a mass attached to the annuloplasty ring. The patient was treated with a mechanical mitral valve replacement in 2017 and warfarin therapy. The patient is reportedly doing well clinically after the re-intervention. The patient did not undergo any post-operative anticoagulation use after the memo 3d implant. Since the memo 3d implant surgery was performed in another hospital, no further information could be provided on the post-operative anticoagulation therapy and the relationship with the event. Based on the medical judgment received, the relationship with the thromboembolic event and the device could not be definitively stated. However, it is believed that there has to be patient factor also that contribute to its development, rather than simply due to the device itself.

Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer received information on this event through the paper "thromboembolic complications of annuloplasty rings" by ratnasari padang, et al. The publication describes 8 patients presenting with new thromboembolic complications following ring annuloplasty repair, highlighting the variable clinical and imaging presentations of this condition. One of these patients received a memo 3d semirigid annuloplasty ring smd34. The patient had recurrent stroke 4 months post op, and the echo showed a mass attached to the annuloplasty ring. The patient was treated with a mechanical mitral valve replacement and warfarin therapy. The patient did not undergo any post-operative anticoagulation use.